Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The log file data showed a total of three transient low speed/pump stoppage events on 22nov2018 and 23nov2018, which were associated with low speed advisory/hazard alarms and low flow hazard alarms. The abnormal pump operation occurred only while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no evidence of damage. Areas of minor breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with almost two years of use. Visual inspection of the underlying wires found them to be unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Information provided indicated that no issues were noted following the driveline replacement procedure when the patient was connected to a grounded patient cable. The patient remains ongoing on the device and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿1 year, 11 months. The patient remains ongoing with the device. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine clinic visit, device interrogation revealed low speed advisories and pump stoppage events on (B)(6) 2018. No concerns noted on external components of driveline. The patient admitted that wires got tangled at night often. The manufacturer's technical service representative reviewed the submitted log file and observed 3 pump stoppages while the vad was attached to a mobile power unit (mpu). This type of behavior has been linked to potential issues with the driveline. X-ray images of the driveline submitted for review were unremarkable. On (B)(6) 2018, a distal end driveline replacement was performed. Post driveline replacement, no issues were noted after the vad was connected to power module using a normal patient cable.